Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported there were no audible sounds from the laser although the laser was working. Additional information has been requested.

Manufacturer narrative:
Additional information is provided: the company service representative examined the system and was able to replicate the reported event. The company service representative reset the device and adjusted the sound to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. It should be noted that per the operator's manual the surgeon is able to adjust the audio settings of the laser and of the laser firing tone to their desired audio output level. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).